Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case) has been confirmed. Upon investigation the monitor had failed incoming functionality testing. The monitor's electrode belt connector was pulled out of the monitor case, partially pulling the connector out of the j1001. The root cause for the broken connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that a monitor that had a damaged case.